Event description:
It was reported that the pt experienced a shocking or jolting sensation. When using one of the groups, the pt felt the stimulation "biting" the buttock. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).